Manufacturer narrative:
This complaint is related to MDR #s: 1828100-2014-00609 and 1828100-2014-00611. Per the perfusionist (ccp): "ever since they had the potting performed, she feels that they are not holding their calibrations. The ccp indicated this is the case for all of the parameters (ph, pco2, po2 and k). As an example, the ccp stated that the co2 may be off by as many as fifteen points when compared to the lab blood gases.

Event description:
It was reported by the customer that they feel the blood parameter monitor (bpm) was not holding its calibration. No other details regarding the nature of this event were provided, as this was a generalization and not specific to any one procedure. Per the clinical review on (B)(6) 2014: the perfusionist (ccp) does not have exact details as there were multiple cases with multiple staff members. Carmen will keep an eye on the units and provide additional information if they continue to have issues. The ccp used a laboratory analyzer to confirm any suspect values.